Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe was missing the ounce markings. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A photo was received for evaluation. One syringe had the old scale marking with oz scale while the other syringe had the new scale marking without oz scale. A device history record review was completed for this lot and no abnormalities were recorded. Bd syringe barrel scale markings were changed to remove the dual scale and utilize only the millimeter scale. This was done to meet the latest safe medication recommendations made by the institute for safe medication practices. Non-metric scale markings on the syringe barrels were removed to avoid the possibility of mis-reading dual scale markings. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok syringe was missing the ounce markings. There was no report of exposure, injury, or medical intervention.